Event description:
Additional information was received indicating that this rv lead continue to exhibit high out-of-range shock lead impedance measurements. However, no intervention being performed and the patient will continue to be monitored. No adverse patient effects were reported.

Event description:
Additional information was received and indicating that the device and the lead were explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
--

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurement that was detected via the patient¿s remote monitoring system. In this event we have two instances in which there is high shock impedance measurements associated with this patient's implanted product and the problem seems to be ongoing. Additional information received indicated that there was no intervention performed and the physician will continue to monitor the patient. The lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. The lead was returned severed and bunched, likely induced in the field. Laboratory testing was unable to reproduce the reported clinical observations.

Manufacturer narrative:
(B)(4).